Manufacturer narrative:
A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "improper handling", and/or "excessive force used" appears to have impacted on the event as reported. As indicated in the IFU (information for use) precautions sections: - do not use if sterile barrier is damaged.

Event description:
Event description: per cnf, it was reported that: when the device's box was unpacked and tried to use the wire inside, it was found that the packaging bag of one of the device was torn. Since it was not clean, it was discarded. Physician comments: patient outcome: no patient injury infected? No tortuosity of anatomy? Unknown percentage of stenosis? Unknown lesion calcification? Unknown introducer sheath used: unknown guidewire used: unknown guide catheter used: unknown balloon catheter used: unknown stent used: unknown inflation device used: unknown micro catheter: unknown.